Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A maude adverse event report (mw5042049) was received with the following information: a patient underwent a craniotomy and ventriculostomy placement. On (B)(6) 2015, the patient was noted to be confused. A computed tomography (CT) of the head demonstrated intraventricular air. An antibiotic was initiated. The cerebrospinal fluid (csf) results came back negative and patient's mental status improved.

Manufacturer narrative:
No unit will be returned for evaluation. No DHR review was possible since no lot number is available at this moment. All units are tested for leakage during the manufacturing process. The complaint is unconfirmed. The root cause for this event is undetermined.

Event description:
N/a.